Event description:
The service repair technician reported that during testing of the device at the (B)(4) facility, the customer experienced belt slip due to grease leakage from the main bearing. There was no pt involvement.

Manufacturer narrative:
This complaint could not be confirmed. The roller pump passed visual inspection. All rollers, assemblies and knobs rotated freely. The pump was connected to a lab advanced profusion system (aps1) simulation and passed all functional testing. The data logs were downloaded and later reviewed. No errors, or belt slip occurrences were found within the log. The pump was operated for over one hr and no failures were observed. The pump was subjected to multiple induced pump jam and acted appropriately during each jam. The pump was then run in reverse for over one hr and no failures were observed. A 3.8" tubing was loaded and five induced pump jam/overspeed errors with speed at 25 rpm's were created for testing purposes and the roller pump acted appropriately each time. The roller pump operated within MFR's specifications. No add'l action will be taken at this time. This report is being admitted to the FDA as a result of a retrospective review of product complaints.